Event description:
It was reported that patient had chest pain and was admitted to the hospital. Upon device interrogation, high thresholds were noted. The right ventricular lead was found to be perforation and fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the distal conductor was distorted and had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was tissue on the helix. The analyst also noted that the blood in the distal conductor most likely entered through the is-1 pin because no outer insulation breaches were observed.